Event description:
Customer's mother reported that customer was hospitalized for high blood glucose. Customer's mother stated that the pump did not alarm any no delivery. Pump was not available to troubleshoot. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time.